Event description:
The nurse reported that a patient was fastened on the stretcher with restraint straps and wanted to unfasten them. Consequently, he used a lighter and the mattress caught fire. It was reported that the patient and a nurse received a second degree burn on the hand. Allegedly, another nurse received a first degree burn on the leg.